Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020, an eye care provider (ecp) in (B)(4) sent medical records for a patient (pt) diagnosed with os corneal ulcer on (B)(6) 2013 while wearing an acuvue® oasys® for astigmatism brand contact lens. No treatment was reported. The pt returned to the ecp for a follow-up visit on (B)(6) 2013 with no improvement and mucus was removed and the os was covered. The pt was prescribed regencel, stop vigadexa and use zymar. The pt returned to the ecp for a follow-up visit on (B)(6) 2013 with no ulcer and was advised to return to contact lens wear in one week. On (B)(6) 2020, the pt was contacted, and additional information was provided. The pt reported feeling a lot of discomfort and pain which prompted the visit to the ecp. The pt has a history of seasonal allergies and experiences a lot of itching. The pt recalls the ecp ¿scraping¿ the eye and the pt was prescribed medication (unknown name, frequency, duration). The pt was unable to provide any further information. No additional information has been received. No further information is expected. The os suspect contact lens was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.